Event description:
The customer reported obtaining cuvette not dry at reagent inject errors from the unicel dxc 660i synchron access clinical system. While troubleshooting the issue with a beckman coulter customer technical support (cts) over the phone, the customer discovered a leak at reagent probe b. The customer was unable to resolve the leak or determine the cause of the leak and service was requested. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed leaks from reagent probes a and b of the instrument, and stated that the leak occurred due to the a1 smart module. The fse replaced the a1 smart module and no further leaks or errors were observed. Failure mode of the event is attributed to the a1 smart module. (B)(4).